Event description:
It was reported that air bubbles or gaps were observed in the system during pumping, specifically in the tandem mobi cartridge. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl or read "high" on the cgm. The customer addressed the issue by changing the cartridge and resuming insulin. They were also informed by technical support to use room temperature insulin when filling the cartridge, and the customer acknowledged this guidance.